Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. A non bsc guide wire was used to gain access to the right coronary artery (rca). A 4.0 x 15mm nc quantum apex balloon was used to predilate the proximal, distal, and mid rca. A 4.5 x 16mm veriflex stent was deployed and the 5.0 x 28mm veriflex stent delivery system was advanced, deployed, and delivery system removed. The patient awakened 30 seconds later with arm pain. Everything was removed from the patient and the undeployed stent was found crushed in the non bsc guide catheter. The procedure was completed with a 5.0 x 20mm veriflex stent and a 4.5 x 20mm veriflex stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).